Event description:
Physician had diagnosed the kinked tubing about a year prior to the removal of the lap-band device because they were having difficulty removing fluid. No additional treatment was done at that time, although the office had urged the patient to have a port revision, the day before the port revision surgery, the patient had complained of tightness of the band and that they "couldn't keep anything down". A fluoroscopy test using omnipaque solution showed fluid was able to enter the tubing but aspiration was difficult.

Manufacturer narrative:
Taper unknown. (B) (4). The reporter of the complaint was asked to return the product for analysis. The connector type cannot be identified nor an assumption be made as to the type of connector associated with this complaint. Visual examination may determine the connector type associated with this report. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Device labeling addresses the possible outcome of dysphagia as follows: "ulceration, gastritis, gastroesophageal reflux, heartburn, gas bloat, dysphagia, dehydration, constipation and weight regain have been reported after gastric restriction procedures." Device labeling addresses the reported event of obstruction as follows: "obstruction of stomas has been reported as both an early and a late complication of this procedure. This can be caused by edema, food, improper initial calibration, band slippage or pouch torsion." Device labeling addresses the reported event of difficulty adding/removing saline as follows: "it is important to remove any additional saline via the access port so no air will enter the lap-band system, compromising later adjustments. Caution: failure to create a stable, smooth path for the access port tubing, without sharp turns or bends, can result in tubing breaks and leakage."